Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump failed to power on. There was visible moisture in the display. The battery compartment was cracked and the pump case near the top right corner of the display was cracked. Leak testing revealed a leak at both of the cracks. The pump was opened and there was evidence of moisture damage found on the pcb. The complaint could not be investigated due to inability to power on the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting multiple call service 052/053/054/055 sleep alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.